Event description:
Additional information was provided indicating the procedure was completed with no patient impact. The small scratch is on the side not in the iol center. There was no visual impact, no visual loss and it did not impact the visual acuity.

Manufacturer narrative:
Corrected and additional information was provided in b.3., b.5. And d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery with an intraocular lens (iol) implantation, at the moment of iol insertion there was pressure to insert the iol in the cartridge, presenting a "small scratch" as a friction of iol with cartridge. The surgeon performed some test, exchanged surgical instruments and concluded that the reported lot# has a problem because it was noticed an increased pressure when inserting the iol. Additional information has been requested.